Event description:
The complainant reported a patient noted as high risk coronary artery bypass graft was being implanted with an impella cp device for mechanical circulatory support. The complainant reported that while the patient was on impella cp support, there was bleeding at the impella access site at the right groin. Pressure was applied to the site and a suture was applied to resolve the bleeding.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
Section d6a / d6b: implant and explant dates added. This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.